Event description:
It was reported that non-sustained lead noise episodes were observed due to intermittent oversensing on the ventricular channel. The device was re-programmed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.